Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ICU, the user met with difficulty when passing the dilator and guide wire resulting in a fractured guide wire. As a result, both were removed and replaced without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) female.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that during insertion in the ICU, the user met with difficulty when passing the dilator and guide wire resulting in a fractured guide wire. This issue was confirmed. One guide wire inserted through an arrow 2-lumen, 7 fr x 20 cm catheter; dilator; tray and lidstock were returned. Kinks were observed in the body of the guide wire/catheter assembly located 7 and 11 cm below the juncture hub. The j-end of the guide wire was protruding from the catheter's distal extension line with the coil wire partially unraveled. The straight end of the guide wire was protruding 23 cm beyond the catheter tip and was kinked 17 cm from the weld. A manual tug test confirmed that the weld on the straight end of the guide wire was intact. Microscopic examination found that the core wire was broken adjacent to the j-weld. The welds were found to be fully formed and remained firmly attached to the coil wire. The guide wire graphic specifies a length of 600 +/-4 mm and an outside diameter of .788/.826 mm. The length of the guide wire core wire was confirmed to be consistent with the graphic. The outside diameter measured .797 mm, which met other remarks: specification. No pieces appear to be missing. After removal of the guide wire, the catheter body remained slightly bent. A gage wire (.035") passed freely through the distal lumen which meets the requirement of the catheter graphic. The dilator body was found to be bent and the tip distorted / flared to one side. This type of damage is consistent with resistance encountered during insertion and contact with the guide wire. The dilator body length was measured at approximately 4 inches which is consistent with 4 +/- inch length specified in dilator graphic. The inside diameter of the dilator tip could not be measured because of the damage. Dilator extrusion graphic specifies an inside diameter of .064 / .067 inches and an outside diameter of .111 / .113 inches. The od was measured at .113 inches. Using pin gages, the ID was measured at .066 inches. These measurements indicate that the dilator body wall thickness is adequate. An undamaged section of the guide wire was passed through the dilator without resistance. The instructions for use describes suggested techniques to minimize the likelihood of guide wire damage during use. Specifically, the IFU states to enlarge the cutaneous puncture site with the cutting edge of a scalpel; then use tissue dilator to enlarge site as required. After dilating, the catheter is threaded over the guide wire. A device history record review was performed and did not reveal any manufacturing related issues. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the sample evaluation and information provided, operational context caused or contributed to this complaint. No further action will be taken.